Event description:
Pt presented with hospital acquired pressure ulcer as result of defective support surface (mattress). Mattress broke down under coccyx area of pt so that weight of pt was resting on mattress cover and metal with no support between.